Event description:
This rv lead was implanted on (B)(6) 2014 and explanted on (B)(6) 2018. A call was placed to technical services on 08/03/2018 stating that it the recorded elevated threshold and out of range pace impedance on the rv lead. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).